Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. A device history record could not be completed as no lot number was received.

Event description:
It was reported that when changing out the unspecified bd vacutainer® push button blood collection set during use, the tubing filled with air, which entered the specimen tube when the second tube was placed. The following information was provided by the initial reporter: "there is concern when drawing multiple tubes; when they change tubes the tubing on the device fills with air, so when they put the second tube on the air goes into the specimen tube." "Explained that if the needle is touching the upper part of the vein, it will not be drawing blood, but air, and the air may get into the tubing. The phlebotomist needs to adjust the needle to ensure it is in the vein and gets good blood flow."